Event description:
It was reported that during a hand procedure at the user facility gold flecks came out of the device while driving a .45 pin as soon as the device was turned on. The flecks entered the surgical site. The wound was irrigated with saline and the procedure was completed successfully without a clinically significant delay using back-up equipment. The patient was already receiving intravenous antibiotics as part of the procedure; no medical intervention or adverse consequences were reported as a result of the event. It was also reported that during evaluation at the manufacturer facility metal shavings were found on the driveshaft of the device. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The failure was confirmed through functional testing, disassembly, and visual inspection. The technician found that the teeth were broken off of the motor gear and metal shavings were on the driveshaft assembly, both of which are know to cause or contribute to the reported event.

Event description:
It was reported that during a hand procedure at the user facility gold flecks came out of the device while driving a .45 pin as soon as the device was turned on. The flecks entered the surgical site. The wound was irrigated with saline and the procedure was completed successfully without a clinically significant delay using back-up equipment. The patient was already receiving intravenous antibiotics as part of the procedure; no medical intervention or adverse consequences were reported as a result of the event. It was also reported that during evaluation at the manufacturer facility metal shavings were found on the driveshaft of the device. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.